Event description:
It was reported that the device had tamper switch not working. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper switch not working was confirmed. On 22-august-2024, pcu was received unboxed and with paperwork. Pcu when tested passes asm functional testing. Internal inspection revealed unplugged tamper switch connector (figure 1). Unit failed to complete maintenance mode boot-up sequence due to unplugged tamper switch connector. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch not working. There was no patient involvement.